Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that after intra-aortic balloon (iab) insertion and initiation of therapy an optical sensor failure alarm was generated. The iab optical sensor was unable to be used. Although the customer reconnected the sensor connector and restarted calibration, the alarm did not disappear. The iab catheter was replaced with a new iab to continue therapy. Mild tortuosity, mild sclerosis and mild calcification were noted in the patient vessel. No patient injury was reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood found on the exterior of the catheter. The optical fiber was found the be broken within the iab tip. - an underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The optical fiber was found to be broken confirming the reported alarm. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Reference complaint # (B)(4); tw (B)(4).

Event description:
It was reported that after intra-aortic balloon (iab) insertion and initiation of therapy an optical sensor failure alarm was generated. The iab optical sensor was unable to be used. Although the customer reconnected the sensor connector and restarted calibration, the alarm did not disappear. The iab catheter was replaced with a new iab to continue therapy. Mild tortuosity, mild sclerosis and mild calcification were noted in the patient vessel. No patient injury was reported.

Event description:
It was reported that after intra-aortic balloon (iab) insertion and initiation of therapy an optical sensor failure alarm was generated. The iab optical sensor was unable to be used. Although the customer reconnected the sensor connector and restarted calibration, the alarm did not disappear. The iab catheter was replaced with a new iab to continue therapy. Mild tortuosity, mild sclerosis and mild calcification were noted in the patient vessel. No patient injury was reported.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).